Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2022 due to a dislocation. Approximately 13 weeks after the first surgery. The surgeon explanted 135/145 ø36+3 humeral cup and centered glenosphere. The surgeon implanted ø 40+6 stability cup and eccentered glenosphere.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2022 due to a dislocation. Approximately 13 weeks after the first surgery. The surgeon explanted 135/145 ø36+3 humeral cup and centered glenosphere. The surgeon implanted ø 40+6 stability cup and eccentered glenosphere.